Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported over infusion. The customer states the device will not be returned because they are doing their own internal investigation.

Event description:
Facility biomed is investigating a suspected dilaudid over dose. Details of medical intervention requested but not provided. Customer states that product will not be returned because they are doing their own investigation. Although requested, no additional pt or event info was provided.